Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the direction and home button of the insulin pump was unresponsive. The right button was stuck. Customer was able to access the menu. Customer reported that the number were ramping and scroll bar moving without any input. Button was not unresponsive during easy bolus. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with fully functional keypad. Keypad traces were inspected, and no damage noted. Keypad flex connector is plugged in properly. Device properly tested with displacement test and self test. No button error alarm noted upon testing. 0.0 can be seen when programming a basal due to functional keypad. (B)(4).